Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer called to report sensor issue son the insulin pump. Customer stated that the sensor is usually bent and does not last 24 hours. Customer reported that she has hypoglycemia unawareness and her blood glucose drops with no warning down into the 40's (mg/dl). Customer's blood glucose reading was 141 mg/dl. Nothing further reported.